Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100840297. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he was unable to fully deflate his device, resulting in significant pain and discomfort. The patient contacted his physician and reported that he attempted to depress the deflation button firmly for more than 5 seconds and also attempted manual compression of the penis, without success. As a result, the physician encouraged the patient to visit the emergency department. The patient is currently in the emergency department awaiting evaluation. The device remains implanted. No additional information was provided.